Event description:
The barrier broke away from the root surface and epithelial growth formed on both sides of the barrier. The patient developed an infection at the surgical site and as a result, the periodontist may have surgically removed the barrier. The infection resolved with antibiotic therapy.